Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The force bipolar instrument was analyzed fa investigations found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to frayed cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the force bipolar instrument was not opening. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury and no bleeding. The instrument had slightly misaligned jaws. The jaws were not stuck on tissue when the issue occurred. The instrument was not on tissue at the time and was unable to open jaws. There was no unexpected tissue removal. There were no collisions with other instruments or tools.